Manufacturer narrative:
Based on additional information received, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating an anterior capsular tear occurred prior to insertion of the intraocular lens.

Manufacturer narrative:
The device was discarded and therefore is not available for evaluation. Additional information regarding the event was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that after delivery of an intraocular lens (iol) into the eye, the haptic broke off. The iol was removed, the incision was enlarged, a vitrectomy was performed, and sutures were required. The patient was left aphakic and surgery for a replacement iol was planned for a future date. Additional information was requested, but not received.